Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during manual priming. The insulin pump was exposed to a MRI or strong field magnetic field before 3 years. Customer's blood glucose level was 170 mg/dl. The customer was disconnected from the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.